Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0dpqa, implanted: (B)(6) 2014, product type: lead. Product ID: 37092, lot# 427840001, product type: accessory. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy, but they were working with their healthcare professional (hcp). The patient had an appointment scheduled with their hcp for (B)(6) 2014.

Event description:
Additional information received reported that the patient was unable to increase stimulation above certain amplitude secondary to dyskinesia. The hcp was considering placing a lead in the globus pallidus internus (gpi). It was stated that the current lead was in the sub-thalamic nucleus (stn).

Event description:
It was reported the patient never had therapeutic effect. Their therapy did would not work effectively since they were implanted and they were on their ¿3rd set of leads.¿ it was noted the health care professional (hcp) had switched leads 3 different times. The patient had gone back to the original leads now and it did the same thing it did months ago prior to report. It was confirmed that it was 3 times that they changed the ¿contacts¿ or the combination of electrodes by using the clinician programmer. They had adjusted their settings 7 times since (B)(6) 2014. The patient was unable to tolerate stimulation higher than 0.8v on the right side. Anything beyond 0.8v would send ¿his head into electrical shock.¿ the patient had felt it after an hour they put the leads in for parkinson¿s disease. After an hour it ¿oversaturated and it started to constrict his throat and jaw and face and his body would go into convulsions kind of.¿ they had to turn off the stimulation for a significant amount of time for at least 2-3 hours and then they were able to turn it back on slowly. On the left side the stimulation was at 3.2v and it seemed to be working as best as it could. The ride side did not seem to work and it was ineffective since it was implanted. The patient was at their hcp¿s office on the day of report and they went into a ¿different channel¿. The right side had to remain below 0.7v for the patient to tolerate it. The patient was ¿sure he goes on dyskinesia.¿ three days later it was reported the convulsions and lack of therapeutic effect on the right side was not device related. No interventions or outcome were reported regarding this event.

Event description:
Additional information received reported the patient's therapy never worked and they had dyskinesia side effects. 2.0v was okay but up higher around 3-4v felt better but produced adverse side effects. Reprogramming had occurred but it had been a total of 10 times.

Event description:
Additional information received reported the patient had problems with their deep brain stimulator (dbs) system. If the setting was lowered, it didn't help with the symptoms but when the stimulation was too strong, the patient looked like they had convulsions and they had been told it was dyskinesia. However, the patient felt like he had been shocked. There were no falls or trauma reported. The patient had been going to their health care professional (hcp) office on a regular basis.